Event description:
Information received indicates the brake pedal is popping out of the brake position.

Manufacturer narrative:
The technician replaced the worn brake linkage using a brake/steer upgrade kit to repair the stretcher.